Event description:
The customer reported that the product was received with lint on it but the item claimed to be "lint free". On (B)(6) 2025 the customer clarified that these sponges are ¿shedding¿ they don¿t have lint on them. They are dropping shreds of the thin fibers. The customer stated that the product was being unfolded on the sterile field, but not over the patient, scrub tech noticed the ¿shedding¿ as the sponge was being unfolded over the mayo stand ¿ that was specifically lot# 25b023062 ¿ the sponge and remaining opened product used in the actual case was discarded. After the initial complaint they pulled another item of the same lot# to see if they could duplicate the issue. And they did, with normal opening it shed, with vigorous manipulation it shed a lot.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A non-conformance review was conducted for lot number 25b023062 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot's release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. One sample was provided for evaluation and the reported issue was observed. A root cause was not able to be determined based on the available information however it does not appear to be manufacturing related. We will continue to monitor related reports to determine if additional actions are necessary.